Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Additionally, after the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 7 months and 5 days after the dental implant was installed in intraoral region 5#, its non- osseointegration was observed. Moreover, the patient presented bone type ii.